Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch due to high pacing impedance out-of-range (oor) measurements. Technical services reviewed the case and indicated both the rv and right atrial (ra) lead also had oor amplitude measurements. Reportedly, this issue occurred before a scheduled replacement procedure for the pacemaker implanted in the patient, and the lead issues were resolved upon or after the procedure, according to the sales representative. No further concerns were indicated. Both the rv and ra lead remain in service and no adverse patient effects were reported.